Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ("severe pain in the abdomen after insertion") and uterine perforation ("essure migration and perforation of the uterus") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced procedural pain (seriousness criteria hospitalization and medically significant) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic fluid collection. The patient was hospitalized on (B)(6) 2009. The patient was treated with surgery (hysterectomy). Essure was removed on (b)(67) 2009. At the time of the report, the procedural pain and uterine perforation outcome was unknown. The reporter considered procedural pain and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), uterine perforation ("essure migration and perforation of the uterus/ perforation (uterus)."), procedural pain ("severe pain in the abdomen after insertion") and peritonitis ("peritonitis") in a 39-year-old female patient who had essure (batch no. 626584) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone essure confirmation test". The patient's medical history included bipolar disorder, uterine ablation (endometrial ablation novasure) in 2007, ectopic pregnancy (salpingectomy w removal ectopic pregnancy 1992) in 1992, heartburn, cholecystectomy and multiparous. Insertion details: patient understands the possibility of perforation and false passages. She understands the possibility of requiring laparoscopy to correct this. Previously administered products included for an unreported indication: zoloft. Concomitant products included atorvastatin since 2017, esomeprazole since 2011, lurasidone hydrochloride (latuda) since 2018 and sulfasalazine since 2018. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, uterine perforation (seriousness criteria medically significant and intervention required) with pelvic fluid collection, procedural pain (seriousness criteria hospitalization and medically significant) and peritonitis (seriousness criterion medically significant), 1 day after insertion of essure. On an unknown date, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd,"), anxiety ("psychological or psychiatric problems condition: anxiety") and stress ("psychological or psychiatric problems condition: stress"). The patient was hospitalized on (B)(6)2009. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2009. At the time of the report, the fallopian tube perforation, uterine perforation, peritonitis, post-traumatic stress disorder, anxiety and stress outcome was unknown and the procedural pain had resolved. The reporter considered anxiety, fallopian tube perforation, peritonitis, post-traumatic stress disorder, procedural pain, stress and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: scans of the pelvis shows one of the essure microfilament projects at the fund" of the ureter and has perforated the uterus with the proximal tip within the fundus and the distal end above the fundus. The left m1crofilament project~ in the expected location of the left fallopian tube. Impression: perforation of at least one of the essure microfilaments with the filament in the midline extending just above the uterine fundus. The left-sided microfilament is slightly further into the fallopian tube than should be expected and has gone beyond the cornua. Presumably this is within a fallopian but this cannot be determined with certainty based on this study. Uterine perforation, peritonitis. Most recent follow-up information incorporated above includes: on 29-jan-2019: pfs+mr received: event she didn¿t undergone essure confirmation test, infection (other) describe: peritonitis, psychological or psychiatric problems condition: anxiety, stress and ptsd, pain, perforation (fallopian tube(s)),perforation (uterus). Were added. Medical history, lab data added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.